Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer performed troubleshooting on their own and verified that the occlusion alarm reoccurred while disconnected from the infusion set site. An infusion set change was performed and the customer did not observe insulin dripping out of the infusion tubing or cartridge tubing during the load fill tubing sequence. A cartridge and infusion tubing change was performed to address the issue and insulin deliveries were successfully resumed. The customer's blood glucose (bg) level was 490mg/dl and a manual injection was administered to address the bg level. Based on the customer's own troubleshooting, it was found that the most likely cause of the occlusion alarm was due to a blockage at the cartridge.